Event description:
Complainant alleged that the clinician had been monitoring a male pt in his 60's, and was preparing the pt for transport to another department. The clinician had detached the 3 lead cable, but the multi-function cable and electorodes were still attached to the device and to the pt. When the device switch was turned from monitor mode to the 'off' position, the pt jumped up clutching his chest from having received an unintended delivery of energy. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.